Manufacturer narrative:
The pump was received with a blank display. However, after the electronic boards were separated and reconnected, the pump powered up properly. The operating currents were within specification. The problem was isolated to the electronic stack. Unable to perform the functional testing due to the blank display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose ran high and that the insulin pump had a blank display. The blood glucose reading was 400 mg/dl. The customer treated with manual injection. The insulin pump had not been dropped, bumped, or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. After cleaning the battery compartment and inserting a new battery, the display still did not return. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.